Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the dilator tip appeared to have hydrophilic coating bunching up at the tip. No patient complications were reported. Per feedback from the fcs, the bunched hydrophilic coating noticed on the dilator was found after prep, before going into the patient. The e-sheath/dilator was prepped per IFU. This dilator was not used in the patient. A new e-sheath and dilator were prepped per IFU and used without issue. There were no complications or adverse events. The device was discarded by the hospital.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for system components anomaly was unable to be confirmed as no device and/or relevant imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of instructions for use (IFU)/training materials revealed no deficiencies. As reported, ''the dilator tip appeared to have hydrophilic coating bunching up at the tip'' and ''this dilator was not used in the patient.'' The hydrophilic coating is activated when hydrating the dilator during device preparation. It would be possible for the hydrophilic coating to become displaced and bunch up at the tip if the dilator shaft was subject to physical interactions or friction during device preparation that could promote device wear (e.g. Excessive rubbing with another material). In this case, it was confirmed that the device was prepared per IFU. Therefore, a definitive root cause remains unknown. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.